Event description:
The patient contacted animas on (B)(6) 2012 alleging that no matter what she changes or does to the pump, she can't get any insulin. The patient alleged that during the day, her blood glucose (bg) is always high, and then at night, she always ends up getting it and she is sick at the moment. The patient reported that at the time of the call to animas, her bg was 300 mg/dl with no mention of symptoms of hyperglycemia. Animas customer technical support (cts) attempted several times to contact the patient back regarding her reported hyperglycemia and left several voice messages requesting she contact animas. Animas cts has not received a return call from the patient and was unable to troubleshoot the patient's pump. This complaint is being reported because the patient indicated the pump was not delivering insulin adequately; however, the patient did not call back to troubleshoot the pump with cts. The patient's elevated bg does not meet the criteria for a reportable adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The reported failure date is overwritten due the continuous use of the pump, no activity outside of normal use is observed in the available record. A bolus delivery was canceled, the pump gave the appropriate visible and audible alert. A 29h flow accuracy test was performed successfully on the pump, the pump was found to be able to deliver within the requirement. The pump was exercised for 24 hours and no alarms occurred during testing. Periodic boluses were executed using "normal", "ez-carb", "ez-bg" and "combo" successfully, history recorded boluses info in the correct time and order. The cover was removed, force sensor circuit and power circuit were inspected, no defect or moisture ingress was found.